Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the connected support case, when full face masks are used the challenges with these is that the volume is large in the mask and its not compensated for in the circuit compensation. There is no recommended leakage range. The alarm will be activated when the maximum leakage compensation has been reached. So no % of leakages is stated for the alarm. (The best is to use niv nava as then it is up to 95%) (the differences in invasive leakage compensation then it is stated to 80% for the alarms to be activated. Adult inspiratory: up to 200l/min (servo-u/n/c) up to 240l/min (servo-air). Expiratory. Up to 65l/min. Pediatric and neonatal inspiratory: up to 33l/min (servo-u/n/c) up to 240l/min pediatric (servo-air). Expiratory. Up to 25l/min. Further, the leakage fraction is an average over 30 seconds and is presented in %. The leakage is measured both during the inspiratory and expiratory phase and it is the sum of both. The UDI number is not available since the serial number of the device was not provided. A correction of field # d1 brand name, # d4 version or model # were required. D1 ¿ brand name ¿ previous brand name: servo-u. Corrected brand name: base unit servo-u. D4 ¿ version or model # - previous version or model #: servo-u. Corrected version or model #: 6694800.

Event description:
Manufacturer's ref# (B)(4).